Event description:
Unit (B)(4) appeared to malfunction in that it flickered, and 1/2 of the board was brighter than the other side. Using a digital oral thermometer, mother recorded 111 degree f temperature. Reported bililevels were 18.2 mg/dl on (B)(6) 2010, and were down to 15.2 on (B)(6) 2010 when treatment was discontinued by the pediatrician for successful reduction of bilirubin. Mother reported apparent 1st degree burn on infant's back on (B)(6) 2010. Upon f/u with mother on (B)(6) 2010, the affected area had no evidence of a burn, and it was believed the affected area may have been a heat rash as opposed to an actual burn. A replacement unit was delivered by home care company on (B)(6) 2010, and the replacement unit performed correctly, and effectively reduced the pt's bilirubin levels to acceptable levels. Mother's final report was that the infant was unaffected, had no sign of a burn, and that the levels were effectively lowered by the device.